Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ruptured device. The device was explanted and replaced with a non-allergan device. Right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight, a broken shell, and red and black particles on the shell. A microscopic analysis was performed which identified a broken shell with a sharp edge where localized stresses induced in the posterior side assessed as surgical impact with non-penetrating nicks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a broken shell with a sharp edge with localized stresses induced assessed as a surgical impact.

Event description:
Healthcare professional reported ruptured device. The device was explanted and replaced with a non-allergan device. Right side.